Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient is experiencing discomfort at the ipg site. Subsequently, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient has decided not to undergo surgical intervention at this time.